Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, sever urinary incontinence, urinary infections, and leakage. No further information has been provided.